Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the female lure was broken. Customer?s reported issue was not duplicated. A leak testing was performed, and no discrepancies were detected during the testing. A final audit on the visual inspection process was made, no discrepancies were observed. The training records of the operators were reviewed, and no discrepancies were found. The root cause of the reported issue was determined. The female lure became damaged after the product left the facilities. Actions taken to mitigate the reported issue: as a preventive action, a notification of this complaint to the production personnel was conducted by the quality engineer.

Event description:
It was reported that customer found leakage of water from the device and a crack in the end part of the product. No patient injury reported.